Event description:
It was reported that a 34-year-old african american female who underwent primary breast augmentation with unknown mentor saline protheses experienced symptoms an autoimmune diagnoses and bilateral deflation post procedure. Rippling, indentations, graves disease, inflammation, pain, rheumatoid arthritis, joint pain, swelling, loss of energy, depression, anxiety, and pneumonia were noted. The patient has had hospitalizations due to pneumonia and is having a hysterectomy due to inflammation. The onset of symptoms we roughly ten years ago. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-07271 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: pc-(B)(4).